Event description:
The pt's parents reported that the child no longer responded to sound sensations. Using the appropriate diagnostic equipment, it was determined that the device is not functioning according to MFR's specifications. Explantation/reimplantation surgery had not been scheduled as of the date of this report.